Event description:
The device was kinked on the inner polyimide shaft. The proximal end of the distal tip was flared and partially raised.

Event description:
The physician deployed two complete self expanding (se) peripheral stents overlapping in the popliteal artery. The lesion was calcified with some tortuosity. During removal of the 2nd delivery system the tip got caught on first and second stents elongating both of them. Both stents remain implanted. There were no abnormalities noted during prep/inspection prior to use. The patient is ok and no clinical sequelae were reported. (Ref MFR # 9612164-2012-00927).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation code results: root cause undetermined - limited information; unapproved use of device (device not indicated for use in popliteal artery).